Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that during follow up, session records revealed there were two vf episodes. The device delivered therapy but did not stop the arrhythmia. Physician thinks the arrhythmia stopped spontaneously. It was also noted that noise and high threshold were seen on the records. No adverse event was reported. Device remains implanted.